Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Medtronic received a medwatch form from the user facility with the following info. It was reported that the pt underwent implantation approx 6 yrs ago. The pt developed a type I endoleak. The leak was coming from the right side and originating at the level of the right renal artery. The pt developed an infrarenal abdominal aortic aneurysm. The pt underwent an explantation of the abdominal endograft with aortoiliac bypass graft for an abdominal aneurysm involving the iliac and renals with ligation of the renal vein. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt had a severely angulated aortic neck, which resulted in a type I endoleak. The physician elected to explant the stent graft. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval, results: inherent risk of procedure (endoleak) other (device was not returned for eval). Pt's condition affected effectiveness of device (severely angulated aortic neck) eval conclusions: device failure lack of effectiveness related to pt condition (severely angulated aortic neck) other (no device returned for eval).